Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the plunger was removed, no suture was present. It was replaced with a second proglide device and hemostasis was achieved. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to return for evaluation. It has not yet been received.